Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was confirmed in the history file. Device passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer also received a motor position encoder error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 204 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.